Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007, and alleged that his one touch ultra 2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred one day prior, at around 1:30 am. He also mentioned that he experienced being sweaty and having blurred vision after the reported issue began. The patient reportedly. Took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. He had obtained a result of 175 mg/dl and was comparing that result to his normal readings/feelings. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the pt claimed he experienced symptoms of being sweaty and having blurred vision after the reported issue began. Replacement products were sent to the lay user/pt.